Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radi culopathies) and spinal pain. It was reported that the patient's recharger is not charging their implant. The patient said that they normally charge their implant every sunday and that the charge will last them until the following sunday. The patient said that they usually are able to charge their implant up within 4 hours when they are sitting in their chair. The patient said that a couple of days ago when they were charging their implant and going about their day, they looked down and the implant battery didn't increase in charge, the implant battery was at the same level as when the patient started charging which was the battery at "half charge"; patient said they had the recharger on their implant for about 2 hours at this point. Patient services (pss) asked patient if they were standing or sitting, but patient did not confirm. The patient confirmed during the call that the charging issue happened the day before yesterday. Troubleshooting was unable to be performed as patient did not have external equipment with them at the time of the call. The caller later called back with equipment. Pss assisted patient with using the recharger, patient getting all coupling bars shaded and ins is charging. Ins showing less than quarter charged. Pss confirmed with patient there is no damage on the recharging antenna and recharger is fully charged. Pss confirmed patient did not have fall or trauma. Pss reviewed if ins is not charging with all the coupling bars, patient will need to consult with his healthcare provider for next steps. Pss recommend turning therapy off while charging the ins, patient turn therapy off and said he could feel the electrical shock in the toes when he turns therapy off. Patient stated the therapy is on all the time due to his pain and he take one lyrica at night to help with pain relief. Patient stated he can handle turning off therapy for couple hours to get the ins charged up. Pss recommend patient monitor ins charging and consult with healthcare provider if necessary. Additional information was received from the patient. It was reported that the patient didn't make it to see their physician. The patient stated that the medtronic representative assisted them with this matter and the patient's device has been working great since.